Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, a real intelligence 6 mm cylindrical bur broke off at the connection. The piece of the broken bur was stuck into the handpiece. No piece fell into the patient. Surgery was finished after a non-significand delay with a sn back-up device. No harm to the patient or further complications reported.

Manufacturer narrative:
Section d10 was updated. Section h10: the real intelligence 6 mm cylindrical bur, part number rob10036, lot number 50926756, used for treatment was not returned for evaluation. An image was provided. A relationship between the reported event and the device could not be established. The reported problem could not be confirmed with a visual inspection. The image provided does not confirm the device broke. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with product mishandling. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).